Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Embolic protection: emboshield nav6. Sheath: 8f. Stent: xact carotid stent system. Other: heparin. The device was not returned and may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. Based on the information with the reported event and without the product to examine, a definitive cause for the reported experience could not be determined. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed as the part and lot number were not provided and the product was not returned for analysis.

Event description:
Subsequent to the medwatch follow-up report, additional information was received stating the physician described the piece plastic found in the thrombus as a piece of the closure device.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions (femoral angiogram not taken). The two perclose proglide devices are being filed under separate medwatch manufacturing numbers. A difficult to insert sheath can occur due to a number of factors including, but is not limited to tight tissue tract, an obese patient, or heavily scarred patient tissue. This may have been a contributing factor to this event, but could not be confirmed. To ensure this type of experience is not a result of a potential product related deficiency, all devices are hydrophilic coated. Devices are then visually inspected to assure that the coating covers the entire surface. A sampling of finished devices is also tested to verify the functionality of the device. It should be noted that the instructions for uses (IFU) states: perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium, tortuosity, and for disease or dissections of the arterial wall. Deviation from the IFU may have contribued to the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician, trained in the use of the perclose device attempted arteriotomy closure of the right common femoral artery after a stenting procedure in the common carotid. Reportedly, difficulty was encountered while trying to achieve a "close fit" with the suture. The physician tried three times. The sutures did not achieve hemostasis and an 8f sheath was inserted. Protamine was administered and manual compression was used to achieve hemostasis. Post procedure, the patient experience leg pain and did not seek medical attention until 14 days post procedure. A femoral dissection of the plaque and thrombosis was found and were surgically treated. The physician reported that inside the thrombus, there was a plastic device which was very abnormal. There was no adverse patient sequela. Though requested, no additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information reported that a perclose proglide was used. Resistance was met during entrance into the anatomy, but not during advancement or removal. The sutures were deployed, but the knot did not achieve hemostasis. Two additional perclose proglide devices were used with the same results.